Event description:
It was reported that the patient never had effective therapy with the scs system. Hence, surgical intervention took place wherein the scs system was explanted and replaced with a drg system to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: unknown, serial:unknown, batch: unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. Analysis of the returned lead a did not identify any broken wires and the stimulation portion of the returned lead, when tested for continuity, did not have any opens. Analysis of the returned lead b did not identify any broken wires and the stimulation portion of the returned lead, when tested for continuity, did not have any opens.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. Analysis of the returned lead a did not identify any broken wires and the stimulation portion of the returned lead, when tested for continuity, did not have any opens. Analysis of the returned lead b did not identify any broken wires and the stimulation portion of the returned lead, when tested for continuity, did not have any opens. Per the analysis result, this event no longer meets the reportability criteria.

Manufacturer narrative:
G8: per the device information, the MFR report number is ¿3006705815¿ instead of ¿1627487¿.

Event description:
Additional information received indicates that therapy has been confirmed post op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112824.